Event description:
It was reported that a foreign matter was observed on a polyflux 17l prior to patient treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the product with the naked eye shows a black (dirty) fiber residue on the dialysate side in the bundle area. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.